Event description:
I received essure coil implants in (B)(6) of 2008. Immediately after the coils were placed, I had pain, tenderness, and cramping that continued for the better part of 5 years. This finally stopped after going through various ob/gyn doctors and finally finding one to give me a hysterectomy. I was only (B)(6) years old when I got the hysterectomy. But I now have no symptoms (cramping, pain, bloating, tenderness, etc.) That I had endured when I had the coils. In addition to this, most of the ob's that I went to told me that "I was exaggerating", "I was crazy" or "I was seeking pain meds" and blew me off completely. I was told (several times) before getting the coils that I had absolutely nothing to worry about regarding side effects. I was miserable and now have a severe distrust for doctors after no one helped me until about 5 years later. The only reason I finally got the hysterectomy was because an x-ray revealed that one coil was broken. Also, I switched to a new provider that finally listened to me.